Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015012 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # 10015012, lot # unknown. It was reported by customer that they hung the new bag and tried to aspirate old tpn fluid from the IV tubing. Everything was unclamped but only was able to aspirate 10-15mls from the tubing. Verbatim: rcc received a complaint via phone. Pir attached. New tpn was ordered for my patient. I hung the new bag and tried to aspirate old tpn fluid from the IV tubing. Everything was unclamped but only was able to aspirate 10-15mls from the tubing. Raised the IV pole higher to see if fluid will flow but did not work either. Called other rns to double check with me and noticed that the IV filter is not filling up. I tried to used a new IV set but it also won't flow. Another one was tried (3rd tubing), and flushed it with d10w and it worked and so used this IV set to run the new tpn. Type of device: IV tubing/ infusion set. Device brand name: bd alaris pump infusion burette set 0.2 micron filter. Manufacturer name: bd switzerland. Device model #10015012.